Event description:
The customer reported that during a technical test, the service led on their device went on and that an event code was logged into the device's memory. During device evaluation by a third-party service agent it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb and determined that the cause of the reported failure was due to a diode, designator cr30 on the therapy pcb assembly that had shorted from pin 5 to pin 9. This diode, designator cr30 being shorted from pin 5 to pin 9, would impact defibrillation therapy.